Event description:
It was reported by the patient that the omnipod personal diabetes manager (pdm) battery is swollen and the pdm will not turn on. The patient does not want to charge the battery due to the swelling.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported the reported thermal event. Lot release records were reviewed and the product lot met all acceptance criteria.